Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that her ubk sleek tampon came apart upon removal and tampon pieces remained inside of her. Consumer's first incident was back in 2007 while using the tampons. She developed a ovarian cyst. She sought medical attention several times over the course of the years and in 2009 was hospitalized for two days for an infection and ovarian cyst. She was put on hormone medication, antibiotics and pain medication. Consumer is still experiencing these symptoms and still under medical care for this.